Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.

Event description:
It was reported that the customer has had high blood glucose levels (500 mg/dl). Customer took a manual injection to stabilize her blood glucose level. Pump passed delivery system check.